Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis, and the investigation findings confirmed the customer reported issue. Visual inspection showed the device was in good condition. Functional testing revealed the keypad was not functioning, and after replacing the keypad, the upstream occlusion test also failed. The upstream occlusion sensor was also replaced, and the device then passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device encountered a stuck button error during power up. There was no patient involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.